Event description:
It was reported that on the day of hospital discharge following implant, the patient had a severe coughing spell. The following day an audible alert triggered for high right ventricular (rv) lead defibrillation impedance on the rv lead coil as well as no capture,which were found to be due to the lead having perforated but without an effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, date of implant: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.